Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was in use with patient for infusion. The reporter stated the infusion was stopped due to a "no cassette alarm" after 48 hours had elapsed. No adverse effects to patient reported.

Manufacturer narrative:
One cadd legacy prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of no disposable, no cassette was not verified. The event log did show the error. Service found the device to be functioning within specifications and no action was taken at this time. Use testing was performed. The problem source is unknown.